Manufacturer narrative:
Device evaluation summary: the paramount mini was returned for evaluation. The paramount mini was inspected and verified the stent was still loaded. Dried blood was noted in the manifold and around the stent/balloon segment of the catheter. It was noted at the proximal end of the stent, one of the radiopaque hoops was bent distally. The shape of the stent showed signs of compression/buckling. A 0.018" lab guidewire was front loaded and the od of the stent was measured (distal 0.0715", proximal 0.092"). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting use a paramount mini gps balloon-expandable stent to treat a 15mm plaque lesion with little calcification in the right proximal renal artery exhibiting 90-95% stenosis. The artery was 5 mm in diameter, and was extremely tortuous. The artery was reported to have a very significant angle of origin off the aorta. The procedure used a 6 fr non-medtronic sheath and a 0.018" non-medtronic guidewire. The vessel was pre-dilated using a non-medtronic 3x20 device at 8atms for 45 sec which was then increased to 12 atms and balloon ruptured but was removed intact. The physician then attempted to use a 5x18 paramount mini balloon-expandable stent which failed to cross the lesion. There was difficulty removing the paramount mini stent. The vessel was then pre-dilated for a second time with a mdt 4x40 plus at 8 atms for 60 seconds. The physician exchanged the wires to non-medtronic 0.014". The physician then attempted to use another paramount mini balloon-expandable 5x14 stent, which also failed to cross the lesion. The procedure was successfully completed using a 5x40 non-medtronic pta balloon inflated to 8 atms for 60 seconds. No patient injury was rep orted.